Manufacturer narrative:
H10 e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the authorized service provider (asp) on the v60 ventilator indicating that while servicing the device, it was observed that there was misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician installed the touchscreen into a product investigation ventilator to duplicate the reported issue. The touchscreen was tested, and the pil tech verified that the touchscreen passes all flex cable resistance verification testing. In addition, the pil technician also verified that the touchscreen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, the investigation has resulted in a no problem found. Product UDI was corrected.